Event description:
It is reported that the device was implanted in 2004. Post-op, the pt complained of instability of knee. The surgeon did an x-ray and determined the implant looked fixed. When he opened the knee in 2007, he found the post was sheared off of the 14mm articulating surface. The surgeon stated that the fibula and tibia had remained in alignment. The surgeon performed a poly exchange using a 17 mm articulating surface. The surgeon made the decision to implant the 17mm articulating surface without a locking screw instead of revising the tibial plate.

Manufacturer narrative:
Eval summary: the device exhibits fracture damage at the base of the spine with deep gouge marks on anterior or posterior side. The backside surface shows rotational striations/marks and the articulating surfaces exhibit wear damage from its original state. The cause could not be definitively determined based on the available info. H6: eval codes: scanning electron microscopy analysis was conducted on the spine fracture surface and articulating surface of the insert. Spine fracture surface showed beach marks and striated features indicating fracture occurred by fatigue. Third body wear particles observed indicated c, o, si, ci, and ti elemental peaks in the energy dispersive spectroscopy analysis. Eds analysis of the articulating surface material showed a carbon (c) peak in the spectrum, typical of uhmwpe x-rays are not available for review. Device history records indicate device manufactured to specification.